Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The consumer did not provide an absorbency, therefore we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that during removal a tampon came apart into pieces. The consumer sought medical attention. The consumer experienced unusual bleeding, pain, infection and the consumer was prescribed an antibiotic. Medwatch - mw5082298.